Event description:
The customer reported having high blood glucose values and was concerned about the insulin pump function. The customer's blood glucose value was 398 mg/dl. Troubleshooting found the insulin pump apparently working as designed, but that the customer had been using the same insulin for a week, and that the infusion set had a bent cannula. The customer was advised to change the infusion set, reservoir, and insulin, to consult a health care professional, and to call the helpline back if the problem recurred. The customer will return the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).